Manufacturer narrative:
The concerto coil returned for evaluation and the clinical observation was confirmed. As received, the implant coil damaged and stretched with the polypropylene filament intact and still attached to the pushwire inside the introducer sheath. The instant detacher was not returned for evaluation. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, an in-house instant detacher was used to successfully actuate the detachment mechanism on the first attempt and implant coil was successfully detached from the pushwire the instant detacher was not returned; therefore, any contributing factors from this could not be assessed. It is likely that the intact twr crimp led to the reported event; however, the cause for the intact twr crimps could not be determined. The twr crimps were successfully broken with the use of an in-house instant detacher on the first attempt. Although the customer reported attempting manual detachment with the concerto coil 2 times, the pushwire was found intact. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detach the coil 2-3 times with instant detacher and 2-3 times with using manual detachment method. The physician replaced a new model coil and procedure was completed. There were not any patient complications reported.